Manufacturer narrative:
Corrected: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Pain treated with conservative and non-invasive treatment like anti-inflammatories and tubigrip is not considered an intervention to preclude a serious injury. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after a tka that took place on (B)(6) 2022, where a fast fix was used; the patient experienced onset left knee pain and swelling without preceding. The MRI showed a nicely repaired meniscus but suggested that there was some graft laxity. The issue was treated with medication; specifically anti-inflammatories and the use of a tubigrip. The event outcome was resolved with sequelae. As the issue was noticed after a procedure, there was no delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H2: additional information: h6: health effect - clinical code. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.